Event description:
A customer contacted beckman coulter inc., (bec) and reported that clenz was leaking internally at the right side of the coulter lh 750 hematology analyzer. The customer also reported diff vote outs. There was no report that patient samples were impacted. The customer was wearing personal protective equipment (ppe) consisting of gloves, gown, and goggles at the time of the event. The material safety data sheet (msds) was not reviewed; however, it is readily available. There was no report of exposure to mucous membranes or open wounds. No injuries occurred and medical attention was not sought.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(6), 2011. The fse noted that valve vl53 was cut through and that solenoid sl44 was damaged by leak and therefore the diff does not work. The fse replaced parts and verified repair per established procedures. Root cause for the leak was attributed to the cut tubing. Bec internal number: (B)(4).